Event description:
This complaint is from an academic conference (society of interventional cardiology). The pt was a male. The target lesion was lad. There was no more info regarding the vessel. To treat the stenosis in the lad, a 3.0 x 28mm cypher stent (lot number unk) was implanted. There was untreated stenosis that remained at the proximal end of the cypher stent. Procedural details were unk. Approx eight months later, focal restenosis was observed in the mid area of the stent body. The main constitution of the stenosis was collagen fibril and proteoglycan, and smooth muscle cell was rare. There was no more add'l info.

Manufacturer narrative:
This device cjs 28300 (lot number unk) is distributed outside the united states; however, it is similar to the united states product cxs 28300. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.